Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. The receiver (mt22430-blu/(B)(4)) being used with the sensor device was returned on (B)(4) 2015 for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart confirmed inaccurate blood glucose values. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).